Event description:
There was a type iii and a possible type I endoleak that needed repair. The tfle was placed in the left common iliac artery and there was still a leak. The decision was then made to place a renu converter inside the original zenith. End result showed an endoleak, but the physician decided not to open the patient. Original device was placed in 2004. One main body, one iliac graft, one converter, one occluder.

Manufacturer narrative:
Evaluation: still under investigation.